Manufacturer narrative:
H.6. Investigation: when the in-placed indwelling needle was connected to the actual product for reference, it was installed and passed without problems. When the tip of the indwelling needle was closed and airtightness (the relevant jis standard: 150 kpa, no liquid leakage was confirmed by pressurization for 15 minutes), no liquid leakage from the indwelling needle connection was found. Therefore, it was not possible to reproduce the complaint. Since no abnormality was found in this product, it was estimated that this event was caused by incomplete connection of the indwelling needle or looseness during use. DHR was not performed as the lot# is unknown. H3 other text

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns leaked during the infusion from the connector and needle connection. The following information was provided by the initial reporter, translated from japanese to english: "infusion leaked from the connection of the connector and the needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns leaked during the infusion from the connector and needle connection. The following information was provided by the initial reporter, translated from (B)(6) to english: "infusion leaked from the connection of the connector and the needle."